Event description:
It was reported that when a pre-test was conducted in the operating room to insert a foley catheter for urinary catheterization and temperature control, sterile water did not come out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name:(B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted inflated the balloon with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. A new has been created to address the balloon was asymmetrical 80:20. Attempted to deflate balloon passively and only 4 ml could be withdrawn within 5 min. Using the in-house luer lock syringe, deflated balloon passively 10ml within 4 minutes and 24 seconds with no cuffing noted. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was conducted in the operating room to insert a foley catheter for urinary catheterization and temperature control, sterile water did not come out. Per notification from investigator on 11feb2026, it was reported that the balloon was noted to inflated asymmetrically found during sample evaluation.